Event description:
Additional information was received from the healthcare provider via the company representative who reported that the patient has not been scheduled for explant. The last notes at (B)(6) state that she was submitted for review on 10/9. This patient was discharged from her last pain office, and they were assuming for not paying her bills and has now transferred to (B)(6). But this has nothing to do with actual pump therapy or performance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient was scheduled for a pump explant, but the exact date was not yet determined. At the time of this report, the patient was alarming for a low reservoir and the rep inquired about how to prevent the alarm from continuing. Technical services assisted the rep with adjusting the reservoir alarm settings so the pump reflected as if the reservoir were full. Technical services explained that an alternative option would be to permanently shut down the pump until explant occurred. The reservoir settings were updated to stop the low reservoir alarm. The rep stated that they would discuss the option of the permanent pump shutdown with the physician prior to the explant. Additional information received on 2025-10-15 indicated that the patient had not scheduled her explant. Additional information received on 2025-10-20 indicated that the rep was asked to turn the alarm off and the patient was considering an explant.